Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000176, serial/lot #: unknown. Product ID: bi71000163, serial/lot #: unknown. A medtronic representative went to the site to test the equipment. The batteries needed to be replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. Analysis of model# bi71000176 power converter found power converter failure. The power conversion enclosure failed bench testing; short found. Analysis of model# bi1000162 tray assembly 2 battery found no fault. Analysis of model# bi1000163 tray assembly 4 battery found the batteries to be damaged. The batteries would not hold a charge. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. There was no patient involvement. It was indicated the site needed full battery replacement for the imaging system. In-house testing found a product non-conformance.